Manufacturer narrative:
The lens has not been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient is complaining about severe halos and poor visual acuity in the left eye. The surgeon plans to explant the intraocular lens. During follow up, it was found that the explant was scheduled but the patient cancelled the surgery. The surgery is likely to take place by (B)(6), at the earliest. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information during follow up, it was learned that the patient is no longer bothered by halos. She no longer wishes to move forward with a lens exchange. Device evaluation: the product was not returned for evaluation as it remains implanted. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.